Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: (B)(4) was returned for analysis. A visual examination of the stent that stent struts on the proximal and mid-section of the stent were pulled in a distal direction with some struts lifted from their crimped stent positions. The undamaged distal section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-jan-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.25x16mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.